Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse contemplated that the console may not have been properly seated in the cart when the problem occurred; however, this information was unknown. The fse reassembled the iabp and verified proper charging of multiple batteries in both charging slots. All electrical safety tests, pneumatic and functional testing were performed to meet factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check by the facility's biomedical engineer, the battery in slot 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement and no adverse event was reported.